Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for a spark seen while replacing the lamp, with the instrument turned on, on the architect c8000 analyzer, serial number (B)(4), included a review of information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. No fire was observed, and no injury or damage occurred. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against the potential spread of fire from the equipment. There was no visible smoke or evidence of fire associated with this ticket. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a spark while replacing the lamp on an architect c8000 analyzer. The customer replaced the lamp with the instrument on when the spark was observed. The customer was not injured and there was no damage to the instrument. There was no patient involvement.